Event description:
It was reported that the patient experienced a loss of therapeutic effect, occurring after strenuous activity or exercise. The patient went golfing the day of this report, and felt a loss on the left side of his body. The stimulation on button was reported to be turned on, despite the patient having felt a numbness sensation on the left side of his face. A battery check indicated all solid green lights. Patient outcome was not provided. If any additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Product ID: 7482a51, lot#: serial#: (B)(4), implanted: 2009 (B)(6), explanted: product type: extension, product ID: 3389s-40, lot#: v207104, serial#: implanted: 2009 (B)(6), explanted: product type: lead. (B)(4).